Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 520mg/dl. The customer experienced nausea, ketones, vomiting, and abdominal pain. Troubleshooting was performed. The caller stated that the insulin pump loses power when he pressed the buttons. Instructed the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with faded display and unresponsive buttons. The device also alarmed motor error as a result of a corroded motor home switch. Further testing could not be performed due to the moisture damage.